Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized and treated for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.